Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the balance middleweight universal ii guide wire was lubricated with saline then while holding the wire, a white coating was noted on the sterile gloves. There was no patient involvement. A new same wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Although it was reported that there was no patient involvement, device analysis of the returned device noted blood on the guide wire. The core was separated at the hypotube. Clarification of the noted blood and separation was not provided. Additional information was unable to be retrieved as the current covid-19 situation prevents abbott representatives to gain access to the hospital/staff.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. Based on the returned photos of the guide wire, the reported white contamination was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported white coating. It may be possible that the guide wire was not properly flushed to activate lubricant causing it to appear white and coming off the wire; however, this could not be confirmed. Additionally, the noted bend on the guide wire tip likely occurred during the tip shape process. There is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.additional information received subsequent to filing the final MDR report: the complaint guide wire was reportedly mixed up with another guide wire when being prepared for shipment from the site to abbott vascular. Device analysis of the complaint guide wire determined there was no separation. The separated guide wire is being reported under manufacturer report #2024168-2020-01481. H6: results code 3252 was removed.

Event description:
Additional information received subsequent to filing the final MDR report: the complaint guide wire was reportedly mixed up with another guide wire when being prepared for shipment from the site to abbott vascular. Device analysis of the complaint guide wire determined there was no separation. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported white contamination was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported white coating. Additionally, the noted guide wire damages likely occurred during packing for return analysis as there was no report of wire damages other that the white contamination. There is no indication of a product quality issue with respect to manufacture, design or labeling.